Event description:
The hcp reported that the patient had developed a seroma over the pump location. The patient was admitted to the hospital. The pump pocket site was opened and the catheter was found to be disconnected. The catheter was revised and was verified via dye study that it was functioning properly. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.